Event description:
It was reported that a patient presented in the operating room for an implant procedure and an rf ablation. Undersensing was observed during rf ablation procedure. All sensing and captured measured normally after the ablation procedure. Patient will be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.